Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown screw. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: woods, s. Et al (2017), to derotate or not? The impact of a permanent derotation screw on the revision rate of dynamic hip screw fixation for intracapsular neck of femur fractures. [Version 1; referees: 1 approved with reservations, 2 not approved], f1000research, vol. 6(678), pages 1-9 (united kingdom). The purpose of this retrospective study is to examine the impact employing a permanent derotation screw concomitantly with a 2-hole dhs has on rate of revision to arthroplasty in the treatment of intracapsular nof fractures. Between april 2009 and april 2014, a total of 64 patients treated with unknown synthes dynamic hip screw. Of these patients, 28 patients (7 male and 21 female) with a mean age of 70.89 years (range, 51-92 years) treated with a derotation screw (the drs group) and 36 patients (10 male and 26 female) with a mean age of 72.67 years (range, 46-91 years) treated without derotation screw (the non-drs group). Patients has been followed-up for a minimum of 1-year following surgery. The following complications were reported as follow: 4 patients were revised under drs group. 14 patients were revised under non-drs group. This report is for an unknown dynamic hip screw. This is report 2 of 2 for (B)(4).